Manufacturer narrative:
Controls were run before and after the event and were within acceptable limits. The samples were collected in 7.0 ml vacutainer bd sst tube and centrifuged at 3500 rpm for 10 minutes at room temperature. On the day of the event, a field service engineer (fse) was on site and did not note any issues with the creatinine module. No evidence of reagent precipitation. The fse also noticed the erroneous abs plots shows aberration at 12 second time point when the stirrer switches off, the reaction rate then increases. The fse replaced the stirrer motor and the circuit board which resolved the issue. Fse performed calibration and ran precision runs and all results met specifications. As of (B)(4) 2012, the failure mode is unknown. Per technical support, based on analysis of the abs plots, neither the stirrer motor nor the circuit board appears to be involved in the cause.

Event description:
On (B)(4) 2012, during a qa follow up, the customer stated three additional discrepant creatinine results were discovered. Bec requested additional information on the three discrepant results. On (B)(4) 2012, the customer reported that a total of 8 patient samples with discrepancy results were obtained and not three. The eight results were reported out of the laboratory and one patient, male (B)(6), was admitted for one day. Following clinical assessment and normal blood retest results, the patient was discharged. All eight results were rested and amended. The customer did not provide any detail information or data on the eight additional results.

Manufacturer narrative:
Although three potential root causes (stir motor failure, leaking drain, and insufficient flagging algorithm) have been identified; all three require further investigation to verify the definite root cause. Investigation into the root cause determination is on-going.

Manufacturer narrative:
The creatinine module (crem) was returned to beckman coulter for investigation. Traces of dried reagent were observed in the manifold area. Underside of the cup, dried reagent was on one side of the stir motor housing, and on the lower hardness, module chassis and power connector. Dried residue was also observed on top of the reaction cup. The reaction cup debris was missing the stirrer bar and solid dried residue was 1/3 down from the top of the reaction cup. Pressure test was performed; there was no evidence of any air leakage. Precision test was also performed; two replicates were completed with results lower than expected but within range for rack #25 cup #2. The lower results were caused by an artifact observed in the absorbance versus time (avt) plots. The cause of the artifacts could not be determined. A module disassembly was performed. Tubing #51, directing the reagent from the manifold to the syringe, showed two indentation marks. These marks were not visible on the initial inspections as the plastic tags were covering the ID tube. Dried reagent was observed on the insulator cup. Evidence of fluid leak was observed at the detector port where the reagent flows to the detector and the insulator cup. There was no sign of corrosion in the aluminum block which is normally visible due to long term exposure to the reagent. Dried residue was observed on the opposite side of the reaction block, at the top of the reaction cup. The bottom of the reaction cup and the aluminum block showed no evidence of dry residue or corrosion. A small stain was observed on the top left corner of the reaction cup due to reagent accumulation on the surface of the insulator cup. In conclusion, the reported issue could not be duplicated. A definitive cause of the incident is unknown.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining three erroneous creatinine (crem) results on their unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory; however, patient treatment was not impacted since the creatinine results was not in line with the accompanying urea results. The samples were repeated on an alternate unit and lower results were obtained. The original results and the re-run results was provided by the customer. Patient demography was not provided. Sample 1: original = 504 umol/l; rerun = 53 umol/l, sample 2: original = 685 umol/l; rerun = 50 umol/l, sample 3: original = 804 umol/l; rerun = 57 umol/l. On (B)(6) 2012, during a qa follow up, the customer stated three additional discrepant creatinine results was discovered. Bec has requested additional information on the three additional; however, information is still pending.